Manufacturer narrative:
The returned scs-paddle leads was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the implant procedure was aborted by the physician due to the wellbeing of the patient. No device was implanted nor touched the patient.

Event description:
It was reported that the implant procedure was aborted by the physician due to the wellbeing of the patient. No device was implanted nor touched the patient.